Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag was too hot during set up on the homechoice. The technical service representative assisted the patient to end therapy and start therapy over. No patient injury or medical intervention was reported as a result of this event. No additional information is available.